Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This spontaneous case report was received from a gynecologist/obstetrician in the united states on 14-nov-2014 and refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) implanted years back (date unspecified). On an unspecified date(s), the patient complained of pain. Reporter removed the essure coils laparoscopically (date unspecified). Further contact was denied. The product technical complaint investigation and final assessment were received on 28-nov-2014. The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain. Essure coils were removed laparoscopically. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Therefore a causal relationship between pain and the suspect insert cannot be excluded. This case was regarded as incident due to the required surgical intervention for essure removal. The product technical analysis was unable to confirm any quality defect or device malfunction at this time and stated that the reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. No follow-up will be pursued since physician denied contact.